Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The reason for call was pt mentioned information about a previously reported event. During the call, pt said that it seems like the ins battery will just die out. Pt clarified they will spend 3,4,5 hours charging ins to 3/4 full (pt mentioned they don't charge full because pt was told to leave ins battery at 3/4 full) and then 2 days later the ins battery will be empty, even though they might have used ins for 45-60 minutes out of that time. At one point pt mentioned that they were having problems before and all of a sudden would start working. When pss asked pt about this, pt said they were still talking about the battery not staying charged, which they have noticed from implant. Pt mentioned with their previous ins the battery would stay charged for a long time but with current ins pt said it seems like they use ins a couple times and the battery is dead. Pt said they called before about this issue and was told the new battery is smaller and took more time to charge it up.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was charging too frequently. It was noted that the patient would normally charge 3-3.5 hours until the battery was 3/4 full. The patient would keep the stimulation off until they had pain, then they would turn the ins on and use it to address the pain for 30-45 minutes. They would then turn the stimulation off until it was needed again. The patient noted they would turn the stimulation on for short periods of time, sometimes 15-20 minutes, and the ins would be depleted down to barely a quarter after 2-3 days. They stated that their old ins used to last a month. It was reviewed with the caller how programmed parameters affect the recharge interval and it was recommended that the patient charge the ins to 100% to increase the time between charges. It was also recommended to keep a diary of the charging data. The patient was redirected to contact their healthcare professional to calculate if the depletion was normal and then troubleshoot further if needed. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.